Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided customer with pump reset information, however, customer discontinued trouble shooting. Customer¿s blood glucose level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.